Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod coils. During the procedure, the physician was attempting to re-position a pod coil in the target location and encountered resistance while advancing the pod coil. Subsequently, the physician kinked the pod coil pusher wire. Therefore, the pod coil was removed. The procedure was completed using another pod coil. There was no report of an adverse effect to the patient.